Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during clinic visit, a patient presented with a right atrial lead that exhibited undersensing and chronic low p-waves. Programming changes were made. Patient was stable.